Manufacturer narrative:
This complaint is very unclear. The report did not mention if the product is a zimmer product. The manufacturer did not receive devices, x-rays, or other source documents for review. As neither article nor lot number is known, the review of the quality records could not be performed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It is unknown at this time if the hip product is actually the durom cup. It was further noted that the patient received a hip implant on (B)(6) 2009 and experienced unknown symptoms. The patient is currently being monitored.